Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, the clip was successfully released from the catheter. However, the clip did not fully close onto the tissue as one clip arm was bent backwards, fell off into the patient in an open state and was left to pass naturally. The procedure was completed with another resolution 360 clip device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.